Event description:
There was an allegation of questionable results for an unspecified number of patient samples tested for multiple assays on a cobas e 801 module. Discrepant results were provided for 1 patient sample tested for elecsys vitamin b12 immunoassay. The initial vitamin b12 result was 100. The repeat result was 300. The units of measurement were requested but not provided. No questionable results were reported outside of the laboratory. The reagent lot is 63305200 and the expiration date is 29-feb-2024.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The alarm trace showed over 200 sample quality-related alarms in the 5 weeks leading up to the event. The majority of the alarms were "sample clot" or "sample short" alarms. The field service engineer (fse) found a defective valve and replaced it. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.